Event description:
The caller reported that the cuff on the size 8 single cannula tracheostomy tube would deflate and start leaking 3-5 minutes after being inserted. It was reported that it was filled with 10-20cc s air. It was reported the pt does not have any unusual anatomy, and is currently using another size 8 single cannula tracheostomy tube. The caller did not know if the cuff had been pre-tested.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.